Event description:
The facility stated that the surgeon successfully implanted a model cc4204bf intraocular lens but felt another style of lens would be better suited to this pt's ocular anatomy. The surgeon removed the lens without injury to the pt. There was no indication of product malfunction or pt injury. The model of injector and cartridge and the lot numbers for these items were not specified.